Event description:
The customer reports that the device is leaking at the external balloon (pilot) where the internal balloon (cuff) is sealed with the tube. The customer confirmed that reintubation/recannulation of replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis, but has yet to be received.